Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Customer stated that went to the hospital early of phone call day for take the blood test there (330mg/dl); customer received metformin dosage and release couple hours later.at the moment of the phone call customer felt well.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 90-120mg/dl fasting. Verified the strips expire 9/18/2018. Customer confirms the strips have been properly stored and were first opened in december 2015. Customer performed a back to back blood test and obtained 258mg/dl and 247mg/dl fasting. Reviewed meter memory: (B)(6). The customer is concerned with the result of 302,430 and 379mg/dl the customer stated she knows her blood results are not this high since she takes them fasting. She took her blood test on (B)(6) 2015 at 12:44am and the result was 430mg/dl. She drove herself to the hospital and her blood test was taken there and it was 330mg/dl. She was given metformin and released at 2:00am. The customer went to the hospital not due to illness but because her result was high.